Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia and sensor glucose vs. Blood glucose. The customer reported blood glucose value of 36 mg/dl. The customer reported hypoglycemia was treated with glucagon, glucose/carb intake, ems/ambulance/ER visit and experienced symptom loss of consciousness. The event involved product(s) mmt-7040a, mmt-332a, mmt-866a, mmt-1884. Troubleshooting was performed for low blood glucose event and the customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust does not believe the pump is over delivering. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-866a. No product return is required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose and being rushed to the emergency room on the morning of october 23, 2024 at 10:45am because he passed out. He said his sensor glucose was 113mg/dl before he passed out and his blood glucose was 36mg/dl at the emergency room. Customer said his pump settings were adjusted before when he had high blood glucose events. Pump alarmed due to high sensor glucose. Customer decided to just change his sensor because of the discrepancy of the readings. No treatment was mentioned for the high. Troubleshooting was done for the low and the sensor. Customer declined troubleshooting for the high. Pump was used within 48 hours of the high and low. Smartguard was not used at the time of the low. It was unknown if smartguard was used at the time of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.